Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was liquid damage on the motherboard and the logic board.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported liquid damage was confirmed via the evaluation of the returned universal battery charger (serial number: (B)(6) ). Visual inspection of the unit revealed damage to the main printed circuit board (pcb) and logic pcbas. All sub-assemblies mentioned above were replaced. The full functional test was performed per the universal battery charger service procedure, and the unit successfully passed all test steps. Performed safety test. Cleaned and removed all old labels. The repaired universal battery charger ubc-34519 was returned to the customer site. Heartmate universal battery charger (ubc) instructions for use under "warnings" states "keep the universal battery charger (ubc) away from water or moisture. If the ubc has contact with water/moisture, rain/snow, shower spray, or wet surfaces, you may get a serious electric shock or your charger may fail to operate properly¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii battery charger IFU reference sheet states "keep the battery charger dry and away from water or liquid. If the battery charger comes in contact with water or liquid, if may fail to operate properly or you may get a serious electric shock." Heartmate universal battery charger (ubc) charging faults and error messages are addressed in the ubc instructions for use. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The (B)(6) was shipped to the customer on 22may2018. No further information was provided. The manufacturer is closing the file on this event.